Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient experienced a hemorrhagic event during an initial implant. Details were not provided.

Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for detection.

Event description:
The patient was implanted with the rns system on (B)(6)2025. The patient experienced an 8cm l temporal intraparenchymal hemorrhage, a left temporal intraventricular hemorrhage, and a 4mm l sub dural hematoma. He became lethargic on (B)(6) 2025 and had a l frontal extra ventricular drain placement. The patient was discharged on (B)(6) 2026. He became tachypneic on (B)(6) 2026, and was admitted and re-intubated. The patient was extubated on (B)(6) 2026. He continues to work with ot/pt/slp and they are currently trying to place him in a rehab. His right side is completely weak. The patient remains hospitalized. The bleeding events are not well understood regarding causality. Hematology was consulted but they did not find any evidence of any coagulopathies or blood dyscrasias at this time. The rns system is currently programmed for detection only.